Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (1/10/2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 12/19/2013 with the following findings: the test strips involved with this complaint were tested and found to have an error 4. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/02/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/15/2013 and 9/25/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 1 and 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the error 4 was confirmed with further investigation for the subject test strip lot#. Tga testing performed ruled out vial exposure as a cause of the error 4 messages. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) in (B)(4) alleging the patient¿s onetouch verioiq meter was prompting an ¿error 4¿ message when she was attempting to test her blood glucose. According to the ot verioiq owner¿s manual, an error 4 indicates that (1) there was not enough blood or control solution was applied or more was added after the meter began to count down (2) the test strip may have been damaged or moved during testing (3) the sample was improperly applied (4) there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue had been recurring for the past 2 weeks prior to contacting lfs. The reporter stated the patient uses non adjusting insulin to manage her diabetes. The reporter stated the patient increased her usual dose of insulin to 15 units after meals during the week prior to contacting lfs. The reporter stated 1 week after the alleged issue started the patient developed symptoms of feeling ¿tired and dizzy¿, which she associated with high blood glucose. The reporter stated during the week prior to contacting lfs the patient went to the doctor¿s office and her blood glucose was tested on the doctor¿s accu-chek meter and a reading of ¿18.xmmol/l¿ was obtained. The reporter stated the patient did not receive any treatment in response to the reading. At the time of troubleshooting, the cca determined this was the first time the meter had been used. The cca noted the patient¿s testing steps were correct and in good condition. The test strip reportedly completely drew in the sample. However the cca was unable to resolve the alleged issue with a retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. The patient did not report any blood glucose readings or treatment from a health care professional suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
Follow-up # 1 ¿ (09/12/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/29/2013 and 9/4/2013, respectively, with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.